Event description:
The customer contacted physio-control to report that their device required servicing. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it would not deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.